Event description:
Reportable based on device analysis completed on 10feb2026. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in a severely tortuous and severely calcified lesion in the left anterior descending artery. A 2.00mm x 8mm emerge? Balloon catheter was advanced for treatment but could not pass through the lesion. The procedure was completed with another of the same device. There was no patient complications reported, and the patient status was stable. However, returned device analysis revealed a balloon longitudinal tear.

Manufacturer narrative:
Device evaluated by MFR.: the device fg emerge otw, us 2.00mm x 8mm, catheter was returned for analysis. Visual and tactile examination identified no issues with the hypotube shaft. A detailed microscopic examination of the balloon material identified a 7mm longitudinal balloon tear across the main body of the balloon material. Examination of the shaft polymer extrusion noted the inner wire lumen was kinked just distal to the distal markerband and no issues were noted with the bumper tip. A microscopic examination of the proximal and distal markerbands identified no damage. No other device issues were identified during returned product analysis.